Event description:
It was reported that the right atrial (ra) lead had increased to high thresholds and a microdislodgement was suspected by the physician. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.